Event description:
On (B)(6) 2014, a reporter contacted animas stating that a patient had been hospitalized on (B)(6) 2014 in associated with an unspecified pump failure. The reporter was unable to provide information as to the patient's blood glucose level or symptoms at the time of the event. A customer technical support representative was unable to troubleshoot the pump at the time of the call. This complaint is being reported because the patient was allegedly hospitalised in relation to a failure of the pump.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.